Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned with no telemetry. Visual inspection found the battery to be swollen. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing verified that the device battery was depleted causing the no telemetry condition; however, testing was unable to determine the root cause of the battery depletion, as the device functioned normally throughout analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that upon interrogation, this implantable cardioverter defibrillator (ICD) reached end of life (eol). It was noted that the patient had been lost to follow-up for approximately four years. The patient was scheduled for replacement, and when the patient was getting ready for the replacement, the device exhibited an "out of range, telemetry noise" message. Technical services (ts) recommended several troubleshooting options; however, none were successful. The device was successfully replaced and returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.